Manufacturer narrative:
The device was not returned to the MFR for eval. The lot history review and device history review showed nothing related to this incident.

Event description:
The catheter was placed on 3/3/97 for antibiotics. On the evening of 3/5/97, the catheter had broken in two. No infusions were taking place at the time of incident. The catheter was removed without patient injury.